Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. The implantable pulse generator (ipg) exhibited range below the lower limit. The ipg remains in use. No further patient complications have been reported as a result of this event.